Event description:
It was reported that the tip on the face of the wand came off in the joint. The broken piece was retrieved and the procedure was completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Examination was not possible by the investigator, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.